Event description:
On 02/19/2024, zyno medical received a report that a pump had a 'flow rate issue - infused faster than expected", causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned on 2/27/2024 and tested on 2/27/2024. See section h for detail.

Manufacturer narrative:
Pump was received on 2/27/2024 and tested on 2/27/2024. Pump was given the initial complaint code of "3fri11: flow rate issue - infused faster than expected but flow rate accuracy is unknown". Pump was tested with the flow rate testing procedure from document # 800-wi-003-t007. The initial bottle weight recorded was 41.494 g prior to the 20 ml infusion. The final bottle weight was recorded as 61.174 g after the infusion. The scale used for measurement was an and fx-500i with control # itv-eq-027 and calibration date 3/30/2023. The calibrated tubing used has tubing ID # b2-2967 and a reference offset of -2.18%. The pump was measured to have infused 19.68 out of 20 ml and a flow rate deviation of 3.05 % which is in specification. Reported issue not found, device performing to specification.

Manufacturer narrative:
The original medwatch report had the incorrect serial number and lot number. The medwatch also stated that there was a loss of infusion parmaters which was also incorrect. This follow up is to correct the wrong information provided.